Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was attempted to be placed four times. On the first attempt, the device exhibited high thresholds and no detection. On second and third attempt, the device still experienced high thresholds. On the fourth attempt, the device had perforated the ventricle and the patient went into cardiac arrest. The physician performed extracorporeal circulation control while the ventricle was repaired and the device was removed. The patient remained on circulation assistance and was admitted to the hospital. The device was discarded and no further patient complications have been reported as a result of this event.